Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v104841, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection and increased leakage. It was noted the patient was reprogrammed and had a temporary discontinuation of stimulation on (B)(6) 2010. It was reported the patient was prescribed macrobid for seven days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2010.